Event description:
After breast implants, symptoms have continued to pile up and get worse. Hair loss, fatigue, memory loss, fatigue, dizziness, weakness, fatigue, breast changes, food intolerance, leaky gut, early menopause, autoimmune issues. Syncopal episode caused loc (loss of consciousness), and a concussion. Too many tests have been done but there has been no true diagnosis of breast implant illness but I was told to report symptoms to FDA. FDA safety report ID #(B)(4).